Manufacturer narrative:
(B)(4).

Event description:
The malfunctioning serial cable was received for product analysis. Analysis of the serial cable identified that there was a broken wire connection at the db9 port. Once this wire was soldered back on, no more communication issues persisted when using the serial cable in the product analysis lab.

Manufacturer narrative:
(B)(6).

Event description:
A physician reportedly had a faulty usb cable. The cable was sent to the manufacturer for return. The manufacturer's sales representative stated they were unable to interrogate a new generator. The battery in the wand was changed and the tablet was verified to be charged and the issues were not solved. When the usb cable was switched with a known good cable, no further communication issues persisted. The cable was reportedly sent for return but has not been received to date.